Manufacturer narrative:
This report is submitted on november 12, 2019.

Event description:
Per the clinic, the patient experienced discomfort and feedback when she adjusted her hair. The magnet was removed (B)(6) 2019. The implant remains in-situ.